Event description:
It was reported that laser console stopped in the middle of the procedure, and it does not start. This procedure was not completed with a patient under epidural anesthesia. The case was re-scheduled and there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under epidural anesthesia.

Event description:
It was reported that laser console stopped in the middle of the procedure, and it does not start. This procedure was not completed with a patient under epidural anesthesia. The case was re-scheduled and there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under epidural anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, it was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was found that the resonator was defective and it had to be replaced. Therefore, the reported allegation was confirmed leading to the reported event. The fse proceeded to replace the resonator, perform calibration and finally, the device passed all functional testing. No further issues were identified during service, and the console was confirmed to be fully functional after replacing. Most likely the component damaged could have affected the device performance. A device history record review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.